Event description:
It was reported that the patient presented in-clinic for a follow up. Interrogation of the patient's pacemaker noted that the episode of high ventricular rate (hvr) was not recorded. Additionally, it was noted that the device inappropriately diagnosed an ongoing episode of hvr. No programming changes were made. No patient consequences reported.